Event description:
Related manufacturer reference number: 1627487-2022-06655 and 1627487-2022-06657. It was reported that an infection developed at the patient's lead site. In turn patient was hospitalized and surgical intervention was undertaken in which the patient's system was explanted to address the issue

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.